Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No samples or photos are available for evaluation. Unfortunately, as a result, bd is unable to verify the reported issue or define a probable root cause at this time. If additional information, photos, or samples become available in the future, the record will be re-opened and investigated accordingly. Production record review could not be completed as no batch/lot information is available. No further actions are required at this time. This failure mode will continue to be tracked and trended.

Event description:
It was reported that 1.5ml applicators get absorbed by the applicator sponge and very little goes onto the patients skin. Per complaint details: our facility has responded to the recall regarding chloraprep 3ml. In our attempt to supply users with an alternative product, we distributed bd frepp 1.5ml product. Please see below concern from our oncology department: "the replacement chloraprep we received when our usual supply was recalled is just not appropriate for our patient care. The ones we currently have are bd chloraprep frepp 1.5ml applicator. The 1.5ml gets absorbed by the applicator sponge and very little goes onto the patients skin. We end up using 2 or 3 of these with each port site we clean. I truly believe this could be or become an issue with port site infections. Can you please find us a replacement for these. We have used this type of chloraprep in the past, but did not have this issue. I wonder if the quantity of fluid in the other ones was 3ml? Please let me know what you can find." Please reply to the concern of the 1.5ml solution being absorbed by the applicator sponge and very little goes onto the patient's skin.